Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that during surgery the meshgraft ii is not working properly. The graft produced was not of good quality. Graft is ok from both sides but not in the middle. There is no harm or delay reported and no indication of an additional graft. Diligence is completed as no additional information can be provided. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the device failed the test mesh during device evaluation. The device was out of calibration and the ends of the cutter and roller were worn. The cutter and roller were replaced and the device was calibrated to resolve the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends